Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient after the valve-in-valve procedure. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 290025mm implanted in the aortic position underwent intervention for a valve-in-valve (viv) procedure after an implant duration of three (3) years and five (5) months due to severe aortic regurgitation secondary to leaflet tear of unknown cause. The patient presented with shortness of breath on exertion (soboe) before the valve replacement. A 26mm transcatheter valve was implanted within the existing edwards surgical device successfully. The patient was noted as to be discharged home the day after the procedure.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.